Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported "will not detected air". The cause was determined to be the ultrasonic sensor, which was out pf specification, and failed calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not detect air. There was no known patient injury, or medical intervention associated with this event. No additional information is available.